Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that was seen on stored on atrial tachy response (atr) electrogram (egm). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.